Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device data logs. However, the device was put through extensive testing including self testing and functional testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the custoemr. The electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log file was provided for review. Review of the log file does confirm the customer'?s reported error message. However, without receipt of the device we are unable to determine root cause from the device log files. Analysis of reports of this type has not identified an increase in trend.